Manufacturer narrative:
Device received with blank display, problem isolated to electronic assemblies. No heating up noted. Unable to verify pump error 53, pump error 23 or failed battery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer¿s blood glucose level was unknown. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. Customer stated that they did not receive a battery failed alarm. Customer also stated that battery compartment of insulin pump was overheating. The insulin pump will be returned for analysis.